Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received forty one inappropriate shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient had refused to come in for device interrogations since being implanted. Technical services (ts) discussed programming options including rate changes and maxing out smart charge. The s-ICD remains in service. No adverse patient effects were reported.